Manufacturer narrative:
This spontaneous case describes the occurrence of menorrhagia ('extremely heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), blindness ("vision loss"), sinusitis ("sinusitis"), mobility decreased ("loss of mobility"), sleep disorder ("sleep disorder") and somnolence ("falling asleep at the wheel."). The patient was treated with surgery (medical/surgical procedure). At the time of the report, the menorrhagia, blindness, sinusitis, mobility decreased, sleep disorder and somnolence outcome was unknown. The reporter considered blindness, menorrhagia, mobility decreased, sinusitis, sleep disorder and somnolence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. After internal review, seriousness criteria intervention required was added to event menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of menorrhagia ('extremely heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), blindness ("vision loss"), sinusitis ("sinusitis"), mobility decreased ("loss of mobility"), sleep disorder ("sleep disorder") and somnolence ("falling asleep at the wheel."). The patient was treated with surgery. At the time of the report, the menorrhagia, blindness, sinusitis, mobility decreased, sleep disorder and somnolence outcome was unknown. The reporter considered blindness, menorrhagia, mobility decreased, sinusitis, sleep disorder and somnolence to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.